Manufacturer narrative:
Additional information: based on the received information from the field, the recipient heard strange noises and on some occasion no coupling could be obtained with the implant during in situ measurements. However, with slight pressure on the skin-flap the measurement showed the implant to be working within normal limits. Reportedly the recipient is also doing fine now again. It seems likely that a thicker skin-flap thickness and/or temporary swelling contributed to the observed symptoms. The device remains implanted and in use.

Event description:
During an appointment to upgrade the audio processor the user reported hearing a strange sound alongside to normal sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During an appointment to upgrade the audio processor the user reported constantly hearing a strange sound alongside to normal sound.